Event description:
Patient saw doctor with complaint of pressure sensation, pain, watering, redness, discharge, burning and itching that started 2 weeks prior od. Records note that patient had been on a cruise and had an abrasion (?) Od 2 weeks ago. Doctor noted area of staining, possible small dendrite centrally and treated with viroptic and valtrex. The eye was worse the next day and patient was referred. Patient was seen that day and diagnosed with recurrent superficial/granular keratitis ou. Viroptic was discontinued, valtrex continued and zymar and flarex begun. Eye culture results showed fusarium species and treatment continued with zymar and natacyn. Patient was seen by a corneal specialist who diagnosed corneal ulcers ou and acute follicular conjunctivitis ou. Natacyn and zymar were discontinued and phmb 0.02% was started. Following treatment, ulcers healed and focal paracentral anterior stromal scars are present ou. Event was previously reported on 1/19/07 under rae e2006014, renu with moistureloc summary report. Letter received claims use of renu contact lens solution, type unspecified.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all products evaluated met release sterility criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.